Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed, mildly tortuous, lesion in the distal coronary artery. An attempt to use a 4.0x20mm armada 18 balloon catheter for dilatation was made; however, leaking at the hub during inflation was noted. The procedure was successfully completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leaking at the hub when the device was pressurized. The leak was detected at the base of the strain relief tubing. A review of the complaint handling database found no similar incidents from this lot reported for leaks at the strain relief. Av conducted a thorough root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.